Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys ft4 ii assay results for three patient samples. For patient 1, the initial result was 3.58 ng/dl and was reported outside the laboratory. A physician called the laboratory and questioned the result. The laboratory did not have a sample to repeat, so they called a reference laboratory which had a second sample tube from the same collection and asked them to test the sample for ft4. The result from an unknown analyzer was 0.7 ng/dl. On (B)(6) 2016, patient 2 initial result was 2.31 ng/dl and was reported outside the laboratory. The result was questioned and the repeat result on (B)(6) 2016 was 1.62 ng/dl. This patient was a (B)(6) male. On (B)(6) 2016, patient 3 initial result was 2.4 ng/dl and was reported outside the laboratory. The result was questioned and the repeat result on (B)(6) 2016 was 1.54 ng/dl. This patient was an (B)(6) male. The repeat results were believed to be correct. None of the patients were treated due to the erroneous results. There was no adverse event. Ten other patient samples were pulled and repeated. The results were approximately 5% different and were all within the normal range as were the initially reported results. No specific data was provided. The reagent lot number was 14086200 with an expiration date of 03/31/2017. The field service representative found the extra wash nozzle was bent and loose and the assembly nozzle did not properly enter the cuvette position. He aligned the wash nozzle and flushed the tubing. The customer completed qc and precision testing with all results within the specified range.